Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709, a13: not reading imaging system trackers d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI#: unknown, product ID: 9735740, software version #: 1.2.0 f1908: delay of less than one hour f26: no patient impact g02008: software g05001: camera, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not reading the trackers on the imaging system. There was no impact to the patient. It was reported that there was a 15 minute surgical delay and this occurred during the procedure. Additional information was received that the issue was resolved during troubleshooting.